Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B) (4). (B) (4).

Event description:
Ten months following intraocular lens (iol) implant surgery, a surgeon reported a pt experiencing positive dysphotopsia. The pt described seeing a curved glare, beam of light at the edge of the lens. In a follow up, the surgeon reported the event continues.